Event description:
The transformer in the rear arm casting began to smoke, after a period of time the transformer did not stop smoking so he used a fire extinguisher to stop the smoking. The md stated that the wire in the frin arm shorted out. The local fire dept. Was called to the office but the dr had already put the burning/smoking transformer out. There is no mention of open flames in the complaint log.